Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product : 6942-65 lead, implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that the left ventricular lead was revised. Follow-up with the physician's office clarified that the patient experienced diaphragmatic stimulation. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.